Event description:
A technician reported thin lasik flaps. Upon follow up, surgeon informed that the patient did not experience any harm or outcome issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).